Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of the proglide did not capture the patients artery relative to a peripheral intervention procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was returned for analysis. The reported ¿proglide did not capture the artery¿ was confirmed as a needle to cuff miss. The posterior foot was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.